Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 due to sui and sphincter deficiency. It was reported that following insertion the patient experienced urinary/ bowel problems, recurrence, bleeding and dyspareunia. It was reported that the patient underwent mesh revision on 05/15/20009 and (B)(6) 2011 due to recurrent sui. It was reported that on (B)(6) 2009, the patient underwent cystoscopy and coaptite implant. It was reported that on (B)(6) 2011, the patient underwent bilateral retrograde pyelograms, bladder biopsy and fulguration and cystoscopy . No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review criteria.of the batch manufacturing records was conducted and the batch met all finished goods release.